Event description:
It was reported that the patient's blood glucose levels reached 457 mg/dl while wearing the pod between 1 and 4 hours. As treatment, a new pod was applied.

Manufacturer narrative:
Investigation of the device found a tear in the exposed portion of the soft cannula, causing fluid to leak from this tear. It could not be determined when or how this damage occurred. It could not be conclusively determined if this damage contributed to the reported event. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.